Manufacturer narrative:
Failure analysis for fiber 0010-2400-506a-(B)(4): the glass cap and the metal cap are detached; the metal cap with the glass cap distal end was returned; the glass cap exhibits very mild devitrification at the output window; the metal cap exhibits very mild detritus adhesion; the fiber shows a circumferential fracture proximal to fiber/cap fusion zone at the uv glue zone; there is no signs of melting at the location of the fracture. Based on the analysis, the potential for forward firing may exist. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that while removing the fiber for cleaning at 17,944 joules during a prostate procedure, the fiber tip fell off into the patient's bladder and was retrieved. The procedure was completed using a second surgical fiber. Patient outcome: "ok" reported .